Manufacturer narrative:
Component code: mechanical (g04) - stem no product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided for the stem. Insufficient was information provided; therefore, a compatibility check could not be performed. This complaint could not be confirmed. A definitive root cause cannot be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803201 femoral head sterile product do not resterilize 12/14 taper lot number- 61564247. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00793. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure due to metallosis from the metal head. Tissue was excised and replaced with a ceramic +0 head with adapter. There is no additional information available at the time of this report.